Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue via tfs defect 536615. Many attempts were made to request the return of the catheter involved with the reported incident. We did not receive the catheter and were unable to confirm or reproduce the issue based on the information provided. No investigation could be performed.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a male patient was sedated and he was in the middle of a cryothermal with esi (cardiac) mapping procedure. When the doctor was attempting to place and position the catheter in the patients' heart in order to obtain transeptal access/visualization of the septum, the catheter displayed a poor image quality. The doctor removed the catheter and used a replacement catheter to continue and complete the procedure using the same ultrasound system. There was no patient adverse event reported. No additional information was provided.